Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported the patient experienced pain infection bowel problems and bleeding after implantation. No additional information provided at this(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.